Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed with a delay of less than 20 minutes by using ultrasound. The philips field service engineer (fse) inspected the system on site and confirmed image artifacts. During troubleshooting, the fse determined that the flat detector had permanent damage. The fse replaced the flat detector and flashlight and returned the defective flat detector for analysis. The analysis found voltage drop and panel defects. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the procedure was completed with a delay of less than 20 minutes by using ultrasound. The philips field service engineer (fse) inspected the system on site and confirmed image artifacts. During troubleshooting, the fse determined that the flat detector had permanent damage. The fse replaced the flat detector and flashlight and returned the defective flat detector for analysis. The analysis found voltage drop and panel defects. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during fluoroscopy, image artifacts were observed, which resulted in the system being down. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.